Manufacturer narrative:
Updated "brand name" from "primetaper ev ø5.4 x 6.5mm os " to "osseospeed ev 5.4 s - 6 mm" and "catalog number" from "68011110" to 25251.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.